Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had power error detected alarm and blank display. The customer¿s blood glucose level was 122 mg/dl at the time of the incident. The customer stated they had numerous power error detected alarm. The customer was advised to discontinue the use of the pump and revert to backup plan per health care professional as needed. The customer was advised that the insulin pump needs to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir in place due to missing retainer. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error noted during testing. However, power error noted in trace download analysis due to intermittent non-sleep anomaly software error.